Event description:
Complaint alleged that during a routine preventative maintenance check, the device would not allow the defibrillator to charge. The complainant indicated that there was no pt involvement in the reported failure.